Event description:
The home pt (hp) reported they were diagnosed with peritonitis while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals that the hp has not had any peritonitis episodes for the past two months and relates that the hp has had two episodes on 6/01 and 8/01. Hcp relates that for both episodes, the hp was given antibiotic therapy with ceftazadime and they have no details on bacterial cultures. The hcp does not feel that any device failure or malfunction had occurred and does not attribute peritonitis episodes to the device but to the hp's own non-compliance. Hcp relates they suspect that the hp's cat may have clawed or chewed through the homechoice set lines and has instructed the hp to not allow pets in their bedroom while performing apd therapy, however, the hp has repeatedly refused.